Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump had a temperature issue. The reporter indicated that there was moisture ingress noted on the pump and indicated that the pump was exposed to fresh water / bath water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/27/2016 with the following findings: the review of the black box and alarm histories showed no activity related to the original complaint. Corrosion was observed in the battery compartment and the pump leaked at battery compartment. The pump was opened up and moisture damage was found on the printed circuit board. Further testing was limited due to a secondary blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.